Event description:
The customer reported being hospitalized three times in (B)(6) due to low blood glucose levels of 20, 30 and 59 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The customer stated that she programmed the basal rates to a higher amount than what her health care professional suggested. The customer also mentioned a car accident on (B)(6) 2007 due to low blood glucose levels. The customer was hospitalized at that time as well, but had no further info.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.